Event description:
The reporter stated the surgeon implanted a micl 12.6 mm implantable collamer lens in 2009 in the right (od) eye. Due to inadequate vaulting, lens was explanted at about 7 weeks later. No pt injury. The lens was exchanged for a longer lens, a mcl 13.2 mm. Pt is doing well, had two week post-op visit, and bcva is 20/20. See MFR report # 2023826-2009-00728 for the left eye.

Manufacturer narrative:
Eval codes: method (other): lens work order search. A review of the lens work order search was performed and no similar complaints were found.